Event description:
It is reported that during insertion of the articular surface, a fragment broke off the implanted tibial tray.

Manufacturer narrative:
Evaluation summary: returned for evaluation is a small sliver of material that broke off from the tibial tray. The surgeon removed the chipped piece and completed the surgery. Neither the tibial component, the articular surface, nor the inserter were returned for evaluation. It is not known whether correct surgical technique was used to insert the surface. Without the baseplate, surgical notes, or x-rays, the exact cause cannot be conclusively determined at this time. Without add'l info, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicate the component was mfg and inspected to specification. No mfg abnormalities could be detected.